Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative condition occurred. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of the trilogy evo causing a vent inoperative condition was confirmed. Review of the original device error log found e-155 errors. The manufacturer's product investigation laboratory concludes the e-155 errors were generated due to the machine flow sensor drift. The manufacturer's product investigation laboratory concludes the device operated properly after having the e-155 error unlatched.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative condition occurred. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.